Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), pelvic pain ('pelvic pain/pain'), genital haemorrhage ('heavy abnormal bleeding'), thyroid disorder ('autoimmune disorder type of disorder: thyroid') and bladder cancer ('tumor / teratoma / cancer type: bladder cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), thyroid disorder (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and pain ("body pain") and was found to have bladder cancer (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, thyroid disorder, migraine, headache, bladder cancer and pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder cancer, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain, thyroid disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 29-may-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: thyroid, migraines, headaches, tumor / teratoma / cancer type: bladder cancer, perforation (fallopian tube(s), body pain was added. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), pelvic pain ('pelvic pain/pain'), thyroid disorder ('autoimmune disorder type of disorder: thyroid') and bladder cancer ('tumor / teratoma / cancer type: bladder cancer') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), migraine ("migraines") and headache ("headaches"), 8 months 14 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), thyroid disorder (seriousness criterion medically significant) and pain ("body pain") and was found to have bladder cancer (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, thyroid disorder, migraine, headache, bladder cancer and pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder cancer, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain, thyroid disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet was received. Event added from pfs- she did not undergo an essure confirmation test. Events onset date, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), pelvic pain ('pelvic pain/pain') and thyroid disorder ('autoimmune disorder type of disorder: thyroid') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), migraine ("migraines") and headache ("headaches"), 8 months 14 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), thyroid disorder (seriousness criterion medically significant) and pain ("body pain") and was found to have bladder cancer ("tumor / teratoma / cancer type: bladder cancer"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, thyroid disorder, migraine, headache, bladder cancer and pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder cancer, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain, thyroid disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.